Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose. Customer¿s blood glucose level was 124 mg/dl at the time of call. The insulin pump will not be returned for analysis. Ozp sensor mmt-7020a.

Manufacturer narrative:
Updated additional information which was not included in initial report. Updated concomitant products.

Event description:
The customer reported that they were hospitalized due to virus and were successfully able to pair the sensor and meter.